Event description:
On march 7, 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation since the mss was unable to contact the patient by phone. The patient said the product issue first started the month prior. Information was not provided as to whether the patient was able to obtain any blood glucose results before he claimed to feel shaky, queasy, and weak 6 days later. The patient said he took more food/drink as a result of the issue. The cca noted that the meter turned on when the power button was pressed and when a test strip was inserted into the test strip port. The patient's products were replaced. The complaint is reported because the patient alleges the lfs meter did not turn on and afterward he allegedly felt shaky, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.